Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had moved since implant and there were high thresholds due to the dislodgment and lower than acceptable sensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.